Manufacturer narrative:
Device has not been returned for evaluation. 2007.

Event description:
During a shoulder repair the tip of the needle broke off in the patient's joint. The surgeon did not realize it until the 3-4 pass. X-rays did not show the needle. Surgeon converted to an open procedure to complete the repair. A delay of 15-minutes resulted.